Manufacturer narrative:
Reported event: an event regarding dislocation of an unknown head was reported. The event was not confirmed. Conclusions: the event could not be confirmed nor could the root cause be determined because the insufficient medical information was provided. Further information such as return of device, patient history, histopathology report and follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
Patient was revised due to the proximal femur replacement dislocating. Update as per sales rep: the head was dislocating from the cup which was a zimmer product. The surgeon revised the neutral proximal body and head.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient was revised due to the proximal femur replacement dislocating.